Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while removing the device from the charger, the status indicator lights was off. A second stapler on hand was used to complete the case. There was no patient injury reported in this event. Upon return for investigation it was determined that the fpga could not reset. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible.